Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 2.8 inr with a repeat result of 2.8 inr. The corresponding lab result reported was 2.15 inr with a repeat lab of 2.05 inr. No treatment was given to the patient. The device was replaced and requested to be returned for evaluation.